Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was not resolved and the device remains still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the screw clamped, clicked okay, but the lead wasn't retained correctly. No symptom for the patient at the time. The stimulation was correct. Factors that may have led or contributed to the issue was nothing. The lead was connected once again with the old battery. The conclusion showed no problem. With the new battery, the lead wasn't correctly connected. Actions taken reported that the screw clamped stronger plus was not absorbable thread. The stimulation was properly felt by the patient. The outcome of the issue remain unknown and a surgical intervention occurred.